Manufacturer narrative:
Received one used sample. Visual inspection reveals no anomalies. Pressure tested under water at 8 psi and noted no leakage.

Event description:
Baxter columbia reports a "leak in the joint of the line with closing system." Noted during use with no patient injury reported.